Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation and "particles in valve and tissue ingrowth between plug strap and valve". The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases, one curved opening and white particles in device inner surface. A microscopic analysis and leak test were performed which identified one striated opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage. No particles in valve were found in the device.

Event description:
Healthcare provider reported a left side deflation and "particles in valve and tissue ingrowth between plug strap and valve". The device was explanted.